Event description:
Information was received that the lead has been replaced. It was noted that the old lead was broken but the old lead could not be obtained for return. The generator was working properly so it was not replaced. It was noted that they were informed that the high impedance and lead break could be due to continuous and strong physical movement of the patient as she often had to pick her mother up. The explanted lead has not been received into analysis to date.

Manufacturer narrative:
D4. Suspect device unique identifier (UDI) #; corrected data: UDI number inadvertently not included in initial MDR.

Event description:
It was reported that during a follow up the patient's device was seen to have high impedance. X-ray exam pictures received however due to the quality of the image, could not be reviewed for lead integrity or complete pin insertion. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.